Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed suprarenal via the jugular vein to a replace a malfunctioning inferior vena cava filter. Inferior vena cava measured to be 20mm. Approximately four years post filter deployment, patient had been experiencing abdominal pain with other investigations being negative. Records indicate a recent CT scan demonstrated several limbs penetrating outside the ivc and extending near the pancreas and into left renal vein; in addition the filter is tilted. The filter was successfully removed the same day. C-arm CT cavogram confirmed marked posterior tilt of the filter with several legs protruding well outside the contours of the ivc. Two legs and an arm were protruding in to the left renal vein. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for tilted filter and perforation of the ivc. Per the medical records, the filter was placed suprarenal to replace a malfunctioning inferior vena cava filter. The patient had experienced abdominal pain post deployment. Therefore, it is possible that the suprarenal filter placement contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012), (manufacturing date: 10/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated into organs. The device was removed percutaneously. The patient experienced abdominal pain and pain in the left and right flanks; above the hip bone region. However, the status of the patient is unknown.